Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Historical performance of the lot 07500un24 was evaluated using worldwide customer data from for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 07500un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 07500un24. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for five samples. The following data was provided: sid (B)(6) initial run 0.055 ng/ml, rerun <0.010 ng/ml, sid (B)(6) initial run 0.051 ng/ml, rerun <0.010, sid (B)(6) initial run 0.054 ng/ml, rerun <0.010, sid (B)(6) initial run 0.041 ng/ml, rerun <0.010, (customer normal range <0.010 to 0.028 ng/ml). No impact to patient management was reported.